Event description:
Health care professional (hcp) reported pt receiving hemodialysis on the baxter 1550 device and pt complained of cramping in their extremities, nausea and vomiting. Hcp administered normal saline. Hcp reported no alarms were noted. Treatment parameters were as follows: blood flow rate 450ml/min, dialysate flow rate 700ml/min, length of treatment 3 hours 45 mins. No further info was provided by hcp related to this event.